Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the sheath introducer bent and peeled back. This was discovered prior to use on the patient. As a result, another kit was used for the procedure. There was a delay in treatment with no patient death or complications reported.

Manufacturer narrative:
(B)(4). The report that the sheath bent was confirmed. Returned was a sheath/dilator. Both components exhibited signs of use. The dilator body was bent in the middle. The dilator tip was slightly pushed back in one location. The sheath body was kinked and/or partially split at 1.8, 2.5, 4.3, 5.7, and 6.8 cm from the tip. The tip of the sheath was not damaged. The sheath body measured 2.765 inches in length, which met specification of 2.625 - 2.875 inches per the sheath graphic. The dilator body measured 3.734 inches in length, which met specification of 3.625 - 3.875 inches per the dilator graphic. The outside diameter (od) of the dilator body measured 0.064 inches, which met specification of 0.061 - 0.065 inches per the dilator extrusion graphic. The dilator body protruded 0.672 inches beyond the tip of the sheath, which met specification of 0.625 - 0.875 inches per the sheath/dilator assembly graphic. A review of the device history records did not reveal any manufacturing related issues. The sheath body was kinked at multiple locations along its length, indicating the sheath met resistance during insertion. Based on the appearance of the sheath, operational context caused or contributed to this event. No further action will be taken.